Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer reported an engagement failure error happened on the 8mm medium-large clip applier instrument after multiple attempts of trying to use it. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.